Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient who had called for MRI eligibility that they had been getting zapped. Patient services asked the patient what they meant by that, and the patient stated, "you know, when you put your tongue to a battery and get zapped. That is what it feels like at times." Patient services asked the patient when this started and the patient said shortly after implant. The patient was redirected to their healthcare provider to further address the issue and to see why they were getting a feeling of zapping. It was noted that the patient was going to their doctor next week. The patient noted that their managing doctor had retired but that there was doctor at that clinic that had taken over. No further complications were reported at this time.